Event description:
It was reported to boston scientific corporation that an upsylon y-mesh device was implanted into the patient during a robotic assisted laparoscopic sacrocolpopexy procedure performed on (B)(6) 2013 for the treatment of vaginal vault prolapse. Operative results showed excellent bladder and vaginal suspensions as well as excellent hemostasis. Additionally, there were no complications throughout the surgery, and the patient tolerated it well. She was extubated in the operating room and transferred to the post-anesthesia care unit (pacu) in stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2013, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.